Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot history review was not applicable. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is not possible to obtain a certificate of conformance. The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. It is not possible to confirm the reported complaint.

Event description:
The hospital reported that during sterilization for an endoscopic vein harvesting procedure using a hemopro2 extension cable. One of the connectors at end of cable was broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during sterilization for an endoscopic vein harvesting procedure using a hemopro2 extension cable. One of the connectors at end of cable was broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during sterilization for an endoscopic vein harvesting procedure using a hemopro2 extension cable. One of the connectors at end of cable was broke. A replacement device was used to complete the procedure. The hospital did not report any patient effects.